Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient received a skin burn at the incision line during a breast augmentation procedure. The area was described as a very minor burn, 1" x 1/8" along right breast lower incision skin edge. The surgeon noticed the burn just after use of the cautery in deeper tissue. The cautery tip and handpiece were removed from the sterile field immediately. The doctor removed the burn area as part of closure.